Event description:
Caller reported a cartridge alarm 20 during the load process of the insulin pump, which resulted in high blood glucose levels, although the specific value was unknown. Despite receiving assistance from technical support to load a new cartridge, the problem persisted, leading to a decision to replace the pump. Technical support arranged for a replacement pump with updated software to be sent to the caller, provided them with instructions for returning the defective pump, and ensured that they understood how to transfer their settings to the new device. The customer will use multiple daily injections (mdi) as backup therapy until the replacement arrives.